Event description:
Following cleaning procedure as outlined in the product direction. I experienced burning of the eyes. I carefully reread product use instructions and tried to repeat the steps again, to the same effect. I replaced the soaking well with a new one and it did the same thing.